Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID: 97715 ((B)(6)), product type: 0197-implantable neurostimulator, implant date: (B)(6) 2023. Section d references the main component of the system. Other medical products in use, during the event include: brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2019, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2019, brand name: vectris surescan, product ID: 977a260 (serial#: (B)(6)), product type: 0200-lead, implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp). Regarding a patient (pt), who was implanted with an implantable neurostimulator (ins). The reason for call, was to get MRI information. During the call, the caller speculated about the status of the implanted components, based on imaging that they reviewed. The caller stated, that the leads look like they are in the correct location, but on lead looks like it is not attached to the ins. And it is coiled under the ins. The caller was not sure, which side this was on, but said maybe it was the right side of the body. Troubleshooting was not required. The issue was not resolved through troubleshooting.